Event description:
This spontaneous case was received on (B)(4) 2013 from a consumer and concerned a (B)(6) year old female pt. The pt's medical history and concomitant medications were not reported. On (B)(6) 2013, the pt started treatment with sculptra aesthetic (poly-l-lactic acid) injection for an unknown indication. The batch number used was (B)(4). On (B)(6) 2013, the pt received second sculptra aesthetic injection. On (B)(6) 2013, the pt experienced big bump around her left brow. It was reported that, she received 5-fu injection and bumps improved a little, but did not dissolve. On an unknown date in 2013, she experienced giant cell granulomas and it was excised. On (B)(6) 2013, the bump was excised. In 2013, the pt also experienced fibrous tissue, giant cell reaction with foreign material. At the time of report, the area was bruised and pt can feel the bump, pt was not sure if it was scar tissue. No info about medical evaluation or causality assessment was provided. The outcome of the event was unknown. For reference purpose only, this case has also been assigned the following tracking numbers: (B)(4). No further info was provided.

Manufacturer narrative:
(B)(4). The event granuloma, nodule, fibroma, foreign body reaction, contusion assessed as serious and possibly related.